Event description:
It was reported that a pt had high lead impedance at a recent office visit. Review of the x-rays by the pt's physician did not reveal any lead breaks. The pt will be referred for revision surgery to address the issue. Good faith attempts to obtain additional info from the pt's treating physician have been unsuccessful to date.